Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic console exhibited weak laser output and did not burn even after increasing the output from 120 megawatt (mw) to 200mw during surgery. The surgery was completed after replacing product probe with another one. Patient impact was not reported.

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4). No further report will be submitted under mfg report number 2028159-2022-01679.

Event description:
The customer confirmed that the suspect product in this event is a laser probe.